Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer filled the tubing with less than 30 units of insulin. Tandem technical support instructed the customer to fill tubing until total amount filled equals 30 units. Ultimately, the cartridge was changed to address the issue and insulin delivery was resumed.